Event description:
The surgery center reported an error 130-fluidics encoder error on the cataract phacoemulsification unit. The surgery center attempted to restart the unit but was unsuccessful. A back up unit was used to complete the procedure. The surgery center indicated there was 30 minute delay to bring up the back up unit. In addition, the surgery center reported that one of the caster wheels was broken. There was no medical or surgical intervention required as a result of the difficulties with the unit. No patient injury reported.

Manufacturer narrative:
Pt age: patient information was not provided as to no impact or no injury was reported. The categories for outcomes attributed to adverse event. The categories are not applicable to the event as it pertains to a product problem. The phacoemulsification machine was examined and tested at the customer location by an amo field service specialist (fss). The fss was able to confirm the 130-fluidics error during the prime stage. To resolve the issue, the fss replaced the stepper motor. In addition, the fss was able to confirm the castor wheel was broken and the wheel was replaced. The fss performed a field service checklist. The system was verified for all modes of operations. The system met amo specifications. All pertinent information available to abbott medical optics at this time has been submitted. Placeholder.